Event description:
Pt stated she had problems with administering dose of glatiramer via the whisperject device. She wasted one dose and is looking for replacement as well as troubleshooting the injection device. Warm transferred to MFR to assist. Pt to provide MFR with lot and expiration on box. No other info provided. Reported to (B)(6) by pt/caregiver.